Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). PMA/(510k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device reports an event in (B)(6) as follows: it was reported that during a right hand third finger fracture surgery; when the surgeon was drilling the last screw, the tip of the drill bit broke, and one piece of the drill bit was left inside of the patient. Surgeon was not able to remove the fragment from the patient. The surgery was completed successfully with no delay, and the patient outcome reported as okay. This is report 1 of 1 for (B)(4).